Event description:
It was reported when the devices were used during a hand assisted lap nephrectomy procedure, the devices tore at the junction between middle ring and inner ring. The case was completed using another device. There was no patient consequence.